Event description:
User facility medwatch report received that states: "after delivery of a coronary stent in the circumflex artery, a balance middleweight (bmw) coronary wire broke and unraveled. In an attempt to remove the bmw wire with an en snare, the retrieval device tip broke off and migrated to internal iliac and was then retrieved with amplatz snare. The physician then proceeded to attempt to retrieve bmw tip in om branch without success. Subsequently, a stent was deployed overlapping initial stent and proximal to entrap the wire." There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Patient weight rounded, actual (B)(6). The device remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the part number and lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.